Event description:
The user tested pt sample in parallel on both the elecsys 2010 and the cobas e411 from the same cup first put on one analyzer, then onto the other. The user received differing total psa results for several pt samples the rte of 1-3 per week. The total number of samples affected was not given, however, the user provided two examples. The user considers the results from the elecsys 2010 to be correct. No info was provided to determine which result was reported or if any of the pts were adversely affected. All results are in ng per ml. Sample 1 initial result from the e411 was less than 0.002 with a data flag; repeat result from the elecsys 2010 was 0.007; repeat on the e411 was less than 0.002 with the data flag and second repeat from the elecsys 2010 was 0.003. Repeat on the e411 on 8-28-09 was less than 0.002. Sample 2 initial result from the e411 was less than 0.002 with a data flag; repeat result from the elecsys 2010 was 0.999; repeat on the e411 was less than 0.002 with a data flag and second repeat from the elecsys 2010 was 1.02. Repeat on the e411 on 8-28-09 was 0.957. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
If add'l info is received, appropriate notification will be provided.